Event description:
It was reported that a patient experienced swelling of the lips with a stinging sensation after placement of eight crowns using integrity and several other products. The doctor recommended that the patient take benadryl and use a peroxyl rinse. Also, the patient had allergy testing performed and it was confirmed that the patient was allergic to several substances, though details are not available.

Manufacturer narrative:
While it is unknown if the xeno iii used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.